Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). A representative went to the site to preform system check out. It was reported that there were parts replaced and the system preformed as intended. The returned cable has a cut in the cable jacket near the connector exposing the shield wire but no bare conductors. A continuity test also showed an open in the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that all magnetic consumables had recognition failure. The control box (axiem system controller) was not powered on. The coating film of the cable was found to have been broken and fracture of the cable was suspected. It managed to be connected and the procedure was continued. There was an unknown delay to the procedure. There was no reported impact to the patient. Additional information reported that there was a less than one hour delay procedure delay. The cable was damaged. It is like the cable was pressed by something. And the damage is considered the cause of this reported event..